Event description:
Dexcom g7 sensor has been reading a blood sugar of 233, only symptom was a stomach ache. Went to emergency room and blood work showed a blood sugar of 868, and in dka. Admitted to ICU. Dexcom g7 reading 230, only symptoms was stomach ache, went to ER and blood sugar from ER was 868. Admitted to ICU. And in dka, due to faulty dexcom g7 sensor.